Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model 10012645 lot number 20095843 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd alaris¿ lvp 20d dehp ss cv the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: tubing that was noted to be damaged/broken upon opening. It did not impact the patient.